Manufacturer narrative:
(B)(4). The customer reported unable to acquire v1 lead ECG during 12 lead. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported unable to acquire v1 lead ECG during 12 lead. There was no reported adverse pt impact.